Event description:
As reported by the user facility: customer reported over infusion; morphine drip infused too fast, almost empty when should have been 1/2 way dose was 1mg/hr 250 ml bag strength 1mg/ml. No pt injury, no other details about event available.